Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump received an off no power alarm. Unable to troubleshoot because the caller was not the customer, the caller stated that the customer gave him the insulin pump. Advised to discontinue use of the insulin pump.